Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/26/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm. Date of event is an approximation. It was reported that the patient experienced a skin reaction with itching, burning, redness, inflammation, and infection extended beyond the patch perimeter which occurred an undocumented number of days after the sensor had been inserted in the arm. A photo of the skin reaction in the complaint record was reviewed. The skin reaction was confirmed, consistent of an infection of the skin with visible exudate and erythema extending beyond the patch perimeter. The patient went to the doctor because of the skin reaction experienced while using three different sensors. She was advised to take cephalexin antibiotic every 6 hours. At the time of the report, the patient was uncomfortable but fine. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.